Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: data not available omnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the infusion site (arm) while wearing the pod between 4 and 24 hours. The patient's blood glucose levels rose to 600 mg/dl. It was reported that the infusion site appeared to be red, with a formed abscess. The patient sought medical attention via a virtual appointment on (B)(6) 2026 and was prescribed two unspecified antibiotics, the pod was removed and the patient was instructed to administer insulin manually (administer injections two hourly and multiply dose by 1.5% if remains hyperglycaemic along with long-acting lantus 15-21 units at night.)